Manufacturer narrative:
Follow-up #1 date of submission 09/06/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings: a review of the pump black box data showed two replace battery alarms on the complaint date. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. The current draws measured within specifications. The pump was exercised for 24 hours with no power issue. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. It was reported that the "battery will not come out of the pump, the cap comes off but the battery will not come out". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.